Event description:
The customer contact reported the patient received more medication than intended in 2006 the pump was programmed to deliver dilaudid, 0.2mg/ml in the pca + continuous mode, with a 0.1ml pca dose, a 10 minute patient lockout, a 0.1ml/hr continuous rate and a 3 mg 4 hour limit, and a 2mg loading dose. Reportedly the pump "didn't even get to 1mg when everything blacked out." The pump did not sound and audible alarm. The pump was plugged in to ac power, powered on and was reprogrammed with the orginal settings with the exception of a 1.5 mg loading dose was programmed. Another rn checked the settings. After an unspecified length of time and two patient requested pca deliveries, the nurse noted, "the pump said one thing, but she was getting something else." The pump display indicated that 1.5mg had been delivered; however, 18ml was missing from the vial. At 1050, the nurse discarded 12ml of medication. The patient's "respirations and sats were fine," but had a "flushed face and was a little hot" and "a little drowsy," but easily awakened. No medical interventions were provided. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.